Event description:
Customer stated that they had a bravo ph procedure which failed to detach from delivery system. Pt required add'l sedation during procedure. Another bravo capsule was placed immediately and the pt tolerated the procedure without any further complication.